Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called from the hospital and mentioned he had peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2016 due to an episode of staph epi peritonitis, without allegation of device malfunction. The pdrn stated the patient had reported having abdominal pain and was taken to the emergency room. The pdrn stated the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient¿s peritoneal dialysis catheter ended up being removed while hospitalized and a back-up access catheter was placed, and the patient switched dialysis modalities from peritoneal dialysis to hemodialysis. Per pdrn the patient has since been discharged and continues hemodialysis treatments, and stated the patient was not reverting back to peritoneal dialysis therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient presented to the emergency room with abdominal pain and was admitted to the hospital on (B)(6) 2016. The patient was diagnosed with peritonitis following a positive culture for the organism staphylococcus epidermis. The pd nurse reported that the peritonitis infection was attributed to touch contamination and stated that the patient frequently had breaks in technique and sterility. During practice of aseptic technique the pd nurse stated that the patient did not wash hands or don a mask. There were no reported fluid leaks prior to the peritonitis diagnosis. During the hospitalization the peritoneal dialysis catheter was removed with a back-up access catheter placed, and the patient was switched from peritoneal dialysis to hemodialysis. The patient was treated and discharged from the hospital on (B)(6) 2016.